Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high threshold was noted on the right atrial lead. The lead was repositioned four times and that helix would no longer twist. The lead was not used and another was implanted successfully. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one-piece knotted, the lead was untied, due to the tight knot the lead was wavy measuring 52.3 cm. The reported event of helix could not be extended was confirmed. The cause of helix would not extend was due to bent helix which was consistent with procedural damage. The reported events of capture anomaly and stylet could not be inserted were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.